Event description:
The physician successfully implanted a 4.0 mm diameter x 30 mm length integrity rapid exchange (rx) coronary stent in the proximal rca. An attempt was then made to deliver a 4.0 x 22 mm integrity rx stent in the mid rca. The target lesion exhibited low tortuosity, low calcification and 90% stenosis. The target lesion had been pre-dilated using a 2.5 x 30 mm sprinter legend balloon at 16 atm. 50% stenosis remained following lesion pre-dilation. Resistance was encountered during the attempt to deliver the 4.0 x 22 mm stent and the physician decided to withdraw the device. Resistance was encountered removing the device from the patient and some force was used to retrieve the device. The stent was observed to be damaged on removal. No abnormalities were observed with the device during preparation or inspection prior to use. Patient outcome was reported as ok and no clinical sequelae were reported.

Event description:
Evaluation summary: the stent was positioned between the marker bands as per specification. The first proximal stent strut was raised, damaged and deformed.

Manufacturer narrative:
Results: root cause of reported event cannot be determined. Conclusions: no conclusion can be drawn. (B)(4).

Manufacturer narrative:
Evaluation, results: patient's condition affected effectiveness of device (calcification, 50% stenosis following pre-dilation). Conclusions: device failure/lack of effectiveness related to patient condition (calcification, 50% stenosis following pre-dilation).